Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515048201, lot number z000005979, identified no relevant deviations or anomalies. Product examination found particulate returned with the complaint product. However, the sealed packaging had been opened by the customer. This complaint cannot be confirmed. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches inspect each pouch for up to 10 seconds zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, a foreign substance was found inside of the sterile tray. A readily available alternative one was used to complete the surgery without delay. No adverse events were reported as a result of this malfunction.